Event description:
The customer reported that the insulin pump alarmed no delivery during basal/bolus. The caller mentioned having a lot of stress in his life. The caller stated that he had back surgery recently and he is on tramadol and pain medication. During the call the customer mentioned being in the emergency room with high blood glucose of 399mg/dl, and he was treated with pain pills and insulin shot. The customer experienced thirst, frequent urination, and was dehydrated. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.